Manufacturer narrative:
Batch review performed on 20 november 2025. Gmk-spherika 02.12.e0610fr gmk-sphere tibial insert e-cross - flex 6r - 10mm (k202022) lot 2416212: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 26-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka07r gmk spherika femoral component s7r cemented (k211004) lot 2415362: (B)(4) items manufactured and released on 28/10/2024. Expiration date: 13/10/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 months from the primary, the patient came in presenting instability as a result of twisting his kneegetting out of a car. The surgeon revised the femur and insert (from 10 mm to 20 mm) to a gmk-revision femur and semiconstrained insert.there was no ligament issue.the surgery was completed successfully.